Event description:
Customer reported that her insulin pump was malfunctioning, it was alarming button error, unable to rewind and the keypad was unresponsive. Customer stated that last week she got in the pool with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly and motor. Insulin pump unable to verify button error alarm, no button response anomaly, rewind anomaly due to blank display. Insulin pump had minor scratches on display window and cracked reservoir tube lip.